Event description:
It was reported the patient experienced increased baseline pain. The patient's dose had been increased over the past few months with no response. A dye study was performed and results showed a leak around the catheter site with a micro tear in the catheter. The patient was scheduled for replacement surgery. No further outcome was reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
.